Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information on the first supplemental report. The following sections were corrected: e2, e3. Reporting person's title is senior biomed tech. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the peeling glue was likely due to an external force was applied to the part. This information is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on communication with the reporter regarding their occupation.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation could not duplicate the user report. The evaluation did find the forceps cover glue was peeling and the probe unit was loose. The evaluation also found the elevator channel inlet loose and leaking, a crack on the bending section glue, a cut on button #1, the name plate missing, and one ultrasound element broken. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported the balloon channel was clogged. This event was discovered during reprocessing. During evaluation of the device by an olympus technician, it was found the forceps cover glue was peeling. This report is being submitted to cover the forceps cover glue peeling. There was no patient harm or impact to patient care reported for this event.